Event description:
The lay user/patient contacted lifescan in 2009, and alleged that her one touch ultramini meter reading inaccurately high. The alleged issue first occurred the previous day at 11:30 pm. As a result of the reported issue, she did not take any actions. She reported obtaining a result of 93 mg/dl on the subject meter. She went to the cabinet to get some food to increase her blood glucose and reportedly passed out. Her husband took her to the ER where her blood glucose result on the hospital meter was 63 mg/dl. She was given juice and released 3 hours later. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the patient claimed that she passed out after obtaining the alleged high result. She was treated at the emergency room for hypoglycemia. Replacement products were sent to lay/user patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.